Event description:
Pt reports that they had a line infection and staph infection which caused them to go to the hospital and have their line replaced. No dates provided, but per pt event occurred about 2.5 -3 weeks ago; dates of admittance and discharge, or length of hospitalization is unknown. Onset/resolution dates/status of infections is unknown. Pt also reports they have been having ongoing site issues with blisters [onset date unk) and md is aware. Pt states they will be seeing a dermatologist to figure out the cause(s). Pt advised that they do have a chlorhexidine allergy and can use the central line dressing, but does not use the chloraprep swabstick in the kit. No further info, details, or dates available. IV remodulin pt. Reported to (B)(6) by pt/caregiver.